Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics - adult. Concomitant medical products: central lines.

Event description:
It was reported that when flushing the maxzero connector the user heard a whistling sound, there was no reports of leaks. The customer stated that only difference is that the inpatient oncology unit uses purehub caps on their central lines. The customer stated that there was no patient harm..

Manufacturer narrative:
The customer¿s report that the maxzero connector makes a whistling sound when flushing was not confirmed. Received maxzero with the written text "not cytotoxic. Did not leak but makes sounds when flushing". Observed a nick marking on the top of the silicone gland surface. The observed marking can most likely be attributed to flash on the mating device used during the reported event which first makes contact with the valve¿s surface when attempting to connect to the valve. As the mating piece is threaded onto the valve, it has the potential of cutting the silicone gland as it compresses. The mating components that were in use at the time of the customer event were not returned for investigation. No other obvious issues were observed. The connector was attempted to be flushed using a fluid filled lab syringe. During this process, the reported whistling sound was attempted to be heard. No unexpected sound was observed during this process. The components were manually detached. No issues were observed with the connector's valve return. A lab gauge needle connected to the connector's male end and the connector was reattempted to be flushed using a fluid filled lab syringe. There was still no unexpected sound observed during this process. The root cause was not identified.

Event description:
It was reported that when flushing the maxzero connector the user heard a whistling sound, there was no reports of leaks. The customer stated that only difference is that the inpatient oncology unit uses purehub caps on their central lines. The customer stated that there was no patient harm.